Event description:
It was reported by a customer on (B)(6) 2011 the fiber tip broke off at 27,088 joules. Also, it was reported the fiber tip did not end up in the pt so it did not have to be retrieved. No pt injury was reported.